Event description:
Acquiring patient images to the carestream drx revolution portable x-ray machine, the system will lock up and the only way to resolve the problem is for the carestream field service engineer to reload software. The patient images are lost and the patients would then have to have an additional x-ray study.